Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of double beep with cassette was not verified. The event log had five no disposable alarms recorded. Service will replace the downstream occlusion sensor and recalibrate the upstream occlusion sensor. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep with cassette. No reported adverse effects.